Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Tap. It was reported that 152 days after implantation of a 2.75x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left circumflex artery (lcx). A pre-intervention stenosis of 90% was reported. The lesion was predilated with a 2.0x9mm maverick balloon. A 2.75 x 20mm taxus stent was deployed at 12 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received atropine, nitroglycerin, integrilin, and intra-coronary nitroprusside during the procedure. Plavix and aspirin were given after the procedure. It was reported that "there were no immediate complications." The patient presented 152 days after the initial procedure with accelerated, recurrent angina pectoris and an 80% in-stent restenosis in the proximal lcx. The lesion was predilated with a 2.5x9mm maverick balloon. A 2.75x8mm taxus stent was deployed "extending into and adjacent to the prior stent." A post-intervention residual stenosis of 0% was reported. The patient received angiomax and nitroglycerin during; plavix and aspirin after the procedure. It was reported that the patient had excellent procedural results.